Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile part; part: 04.112.522s; lot: 7l17755; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: aug. 17, 2020; expiry date: aug. 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part number:04.112.522; synthes lot number: 58p3680; supplier lot number: n/a; supplier batch number: 28p5718; release to warehouse date: jun 10, 2020; expiration date: n/a; supplier: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the open reduction internal fixation surgery for the tibial and hip shaft fracture. As the incision was closed after insertion of plate (distal tibial plate) for tibial shaft fracture, the patient went into cardiac arrest immediately after opening the tourniquet. Cardiopulmonary resuscitation (CPR) by the surgeon is immediate and life is saved. The fibula operation was discontinued, and the patient was to be preserved. The surgery was completed with 30 minutes delay. The patient outcome was unknown. No further information is available. This complaint involves one (1) device. This report is for (1) 3.5mm ti lcp low bend medial this report is 1 of 2 for (B)(4).